Event description:
It was reported that the ilet device was dropped, after which the touchscreen became unresponsive and the device was difficult to use; the reported device problem was an unresponsive user interface with the affected component identified as the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that the issue was consistent with a software problem and that the user interface controls were unresponsive, with the touchscreen identified as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Investigation description. Device showed no damage to display assembly; however, the touchscreen was confirmed to not be responsive. The device was opened and a loose connection was found. The display assembly connector was not attached to the mainboard.